Event description:
The doctor was performing a laparoscopic appendectomy on a patient with a ruptured appendix. There was much inflamed tissue and puss present in the field. The doctor requested an articulating 45mm stapler and the surgical technician verified name, size and expiration date, removed the ethicon 45mm stapler from its packaging, and handed it to the doctor. The doctor fired the stapler in the usual fashion to staple the base of the appendix and transect the appendix only to find out that the stapler was not preloaded with staples. (It was assumed that the stapler was preloaded.) The appendix was transected without a layer of staples being fired and this resulted in a hole in the cecum. The ethicon stapler was removed and handed off to the surgical technician who reported there was no load in the device. The surgical technician asked what color load and the doctor told him/her. The loaded stapler was handed back to the doctor. The doctor reported that finding the hole in the cecum was challenging and time consuming as the field was very inflamed. As the doctor was completing the stapling process, he/she was unable to re-articulate the stapler in a fashion that he/she could adequately come across the base of the appendix. The doctor asked for a different manufacturer's stapler, 45mm. The decision was made based on the fact that the doctor was unsuccessful with many attempts to maneuver the ethicon and had spent 15-20 minutes attempting to turn and open the stapler to get a good grasp. The doctor reported his/her stapler of choice is the echelon 45mm and with the echelon, the doctor was quickly able to achieve the necessary angle to complete the stapling and the case was completed with no further complications. Because of the difficulty with the ethicon stapler, the patient's procedure time was extended.follow up: the doctor does not believe that the ethicon malfunctioned. The ethicon stapler was disposed of after the case and so is not available for further inspection.the ethicon stapler does not have any sort of lock out feature that prevents the device from being fired when there are no staples loaded. (The other manufacturer's stapler features a safety lockout that prevents inadvertent firing of empty or misloaded cartridges.) Surgery staff recommends that the safety lockout feature be implemented in the ethicon stapler.there is a warning on the packaging of the ethicon stapler that there is "no cartridge included," but there is no second warning on the stapler itself. Surgery staff recommends that the manufacturer place a tag on the inner jaw to caution that there is no cartridge included. Surgery staff also questioned why the ethicon 35mm comes preloaded, but the 45mm does not.internally there were process changes and enhanced communication (verification process) so that before the stapler goes into the port, we are assured that the stapler is loaded and is loaded with the correct color cartridge.